Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Upon analysis, it was reported that the helix/lobe was distorted/bent and that this damage occured at time of implant.

Event description:
It was reported that during the implant procedure, the helix would not extend. The lead was not implanted. No patient complications were reported as a result of this event.